Manufacturer narrative:
The mcs tip cover accessory involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. The mcs tip cover is an accessory and does not get captured by instrument or system logs. Therefore, a log review of the product related to the complaint cannot be performed at this time. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory was damaged, making it unusable; however, it is unknown how the damage occurred. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, when the monopolar curved scissors (mcs) instrument tip cover accessory was opened, the distal part was found to be not intact. A backup accessory of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mcs tip cover was found to have tearing within the mouth at the distal end. The tear was not axially aligned and measured approximately 0.099¿ in length. For clarification, the entire mcs tip cover was still intact. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.